Event description:
The pump was returned for investigation. Investigation revealed that force sensor calibration was out of specifications and the force sensor flex was broken. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history showed loss of prime warnings associated with zero force. During testing, the pump emitted a no cartridge detected warning while attempting to rewind and load the pump. The force sensor calibration was found to be out of specification. The pump was opened and the force sensor flex was found to broken at one of the pins. Unrelated to the force sensor issue, evaluation revealed a cracked battery compartment and a torn keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.